Manufacturer narrative:
Correction made to e1: initial reporter city: (B)(6). H10: the device was received for evaluation. Visual inspection was performed and a hole as observed in the tubing between the occlude feet on the light blue main body. Leak testing was performed, and a leak was observed at the location of the hole. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the leak was due to the hole in the tubing. The cause of the hole in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing of the minicap transfer set was broken (hole). This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.